Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported "hard and raised up". The following events are not related to the device "skin rashes around the eyes", "itching in both eyes, raised lesions on both eyes, slit skin around mouth, pain in fingers, clicking and clacking in their fingers¿ and ¿neuropathy in their fingers". Patient reported capsular contracture, baker grade IV. The device remains implanted.